Manufacturer narrative:
Per the user guide: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 511 mg/dl. The customer was hospitalized for diabetic ketoacidosis (dka). The cause of the high bg was not known. There was no issues observed with the cartridge, infusion tubing or cannula. The customer was treated with intravenous insulin and fluids. The customer was discharged on (B)(6) 2017. As the contact did not have access to the customer's pump at the time of the report, tandem technical support was unable to perform a pump system check. The pump data showed that the cartridge had been used for 4 days. Cts informed the customer that humalog was labeled for 48 hour use with the cartridge. The contact acknowledged the information.